Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy/nickel allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood altered ("hormonal changes describe: moody"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (ablation-2016 and hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral removal of). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract infection, mood altered, migraine, headache, rash, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge, vision blurred, weight decreased, abdominal pain lower and urinary tract disorder had resolved and the genital haemorrhage and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic discomfort, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: as per pfs date(s) of insertion: discrepant information- insertion dates: 2015 and early 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92.971 kgs. Ultrasound scan vagina - in 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was updated. Added event bleeding, discomfort. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy/nickel allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("infection (bladder/ urinary tract/vaginal) type: uti"), mood altered ("hormonal changes describe: moody"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurry vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation-2016 and hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral removal of). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, mood altered, urinary tract infection, migraine, headache, rash, dysmenorrhoea, dyspareunia, fatigue, nausea, vaginal discharge, vision blurred, weight decreased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: as per pfs date(s) of insertion: discrepant information- insertion dates: 2015 and early 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound scan vagina - in 2016: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received. Lab data added. Events : abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal allergy, bladder or urinary problems or changes, hormonal changes describe: moody, infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, rashes or skin conditions type: rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, nickel allergy ,pain, vaginal discharge, vision/eye problems type: blurry vision, weight loss, lower abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.